Manufacturer narrative:
After battery installation unit gave an unexpected blank and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 128 mg/dl. It also reported that display is blank currently. It the customer will return insulin pump for analysis.